Event description:
It was reported that pump displayed malfunction code and customer contacted support. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, and customer was advised to continue pump use and to call back if malfunction code appeared again.